Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced an infection at the implant site with pain, swelling and a performance decrement; subsequent to sustaining a head trauma. The patient was treated with antibiotics for 2 months (type, dosage and specific date not reported), however the issue could not be resolved. The patient was hospitalised in (B)(6) 2013 (specific date not reported), for approximately 5 days, however the issue could not be resolved. The patient underwent revision surgery on (B)(6) 2014. The implanted device remains.